Manufacturer narrative:
Pump was received with motor error alarm during rewinding due to corroded motor home switch. Unable to perform functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test or excessive no delivery test due to motor error alarm. No moisture damage on electronic assembly or under lcd screen noted. The pump was received minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call that there was water in the display. Customer's blood glucose value was unknown. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.